Event description:
Customer reported the system intermittently shuts down, and the monitor intermittently fails. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive. System operates as intended.